Event description:
Additional information received reported that the patient was still getting 'sharp, stabbing pains' since he was rear-ended in (B)(6) 2012. It was stated that the implantable neurostimulator (ins) was 'subcutaneous, very close to the skin.' The patient went in to see his health care provider (hcp) and a medtronic representative on (B)(6) 2013 to assess the proximity of the ins to the surface of the skin and to determine if that was the cause of the pain. It was stated that 'it's popped out the socket completely.' It was unclear if that meant the ins was completely out of the pocket or if it meant something else. It was stated that the hcp said the ins was the problem. Upon assessing the ins, the surgeon thought the patient had 'new fusions' which were causing the pains. The patient was going in for surgery on (B)(6) 2013 to have his device removed so that an MRI could be done to determine if the patient's disease was progressing. Two days later it was reported that the 'device and leads' were tested and the system 'checked out to be in good working order.' It was stated that a neurosurgeon was consulted and the decision was made to explant the system to in order to have an MRI to check disease progression. There were no malfunctions seen and the cause of the issue was not determined. The patient outcome was reported as 'no change at this time.' No further information was reported. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in a car accident and began to experience shooting pain down one leg when the implantable neurostimulator (ins) was turned on. When the ins was turned off, the pain went away. Imaging showed that the leads had not moved. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient experienced pain where the implantable neurostimulator (ins) was located. The patient also had extreme pain to where the patient did not want to walk. This started about a month ago. The ins site was reported to be painful to touch. The patient was in a car accident on (B)(6) 2012 and has had problems since then. It was stated that the 'patient's derma was pushed closer to the spine.' It was reported that the patient was in another car accident in (B)(6) where he hit his knee on the dashboard. It was noted that the patient's physical therapist wanted to 'do a tens unit and therapeutic ultra sound' on the patient's knee, but did not. One week later it was reported that back in may the patient's device was checked by a company representative and found that the ins was 'pushed up closed to the spine.' It was stated that a 'configuration test' was done found the device had moved. It was stated that about a month ago the patient started having pain in the hip area where the ins was located. It was noted that the pain was getting worse and that it was 'real bad.' It was also noted that the patient was able to feel the stimulation. Further information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was successfully explanted and an MRI would be performed soon. No further information was reported.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead.

Event description:
It was later reported that a MRI was performed which indicated a disc was herniated in a car accident. He received ¿little zaps¿ in his body when the device was off. The device popped out of the pocket. Since the total device system was explanted he was currently planning on getting a new device system implanted but no date was set.

Manufacturer narrative:
(B)(4).